Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
In a journal article an ophthalmologist reported that after pars plana vitrectomy procedures, multiple patients had post-operative complications including transient ocular hypertension in eight eyes. The patients did not require further intervention. Additional information has been requested.

Manufacturer narrative:
The customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for evaluation and there was no indication the product malfunctioned or contributed to the post-operative complication. Without a sample, the root cause of the customer's complaint could not be established. Furthermore, there was no condition necessitating further surgical intervention to prevent any type of permanent impairment of a body function or structure. It is possible the resulting transient ocular hypertension was due to the complication of the case or surgical technique, however, this cannot be confirmed. The manufacturer internal reference number is: (B)(4).